Event description:
Baxter (B)(4) received a report from a pharmacist that (1) ce infusor lv 5 did not infuse. This occurred during patient use. The infusor was filled with fluorouracil 4000mg in sodium chloride 0.9% bp. The clinical nurse manager stated that the reported problem was due to user error. The PICC line was placed at the cubital fossa region of the arm and the connection was pinched off when the patient bent her arm. A baxter homecare and pharmacy specialist is due to do another infusor training session and is also to meet with the technician who places the PICC lines in this area. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: one sample was received by baxter for evaluation. The sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; however, none were found. Thereafter, the fluid in the bladder was allowed to drain until emptied. Once emptied, 224 ml of fluid was collected from the bladder. Per standard procedure, a functional flow test was subsequently conducted on the sample for 43.5 hours. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated = 4.80, normalized = 4.92. The flow rate was found to be within the specification (4.50 - 5.50 ml/hr) of the product. The reported condition was not confirmed. This is a single use device and will not be repaired. No other observation was found on the unit.